Event description:
Per the surgeon's report, this pt's device was explanted in 2006 due to improper electrode placement or migration of the electrode. The pt was reimplanted with a new device at the time.

Manufacturer narrative:
This is a final report.